Event description:
It was reported that during an implant procedure, an lv lead accessory tool was inserted into a left heart lead delivery system to subselect a vein. The accessory tool was not able to enter the delivery system. The hemostasis valve was checked for clots and washed; however, no clots were found. A second attempt to insert the accessory tool into the delivery system was still obstructed. A new delivery system was used, but the accessory tool was still not able to enter the delivery system. A new lv lead accessory tool was used and was successful in placing the lv lead. Upon visual inspection, the distal end of the "affected" accessory tool was larger than the distal end of another accessory tool of the same model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) primary analysis finding: the catheter was received with a flattened and flared tip. Visual analysis also revealed a small cut in the tip material and variable kinks throughout the catheter shaft. The catheter was apparently damaged at implant.

Event description:
It was reported that during an implant procedure, an lv lead accessory tool was inserted into a left heart lead delivery system to subselect a vein. The accessory tool was not able to enter the delivery system. The hemostatis valve was checked for clots and washed; however, no clots were found. A second attempt to insert the accessory tool into the delivery system was still obstructed. A new delivery system was used, but the accessory tool was still not able to enter the delivery system. A new lv lead accessory tool was used and was successful in placing the lv lead. Upon visual inspection, the distal end of the "affected" accessory tool was larger than the distal end of another accessory tool of the same model. No patient complications have been reported as a result of this event.